Event description:
It was reported that this right ventricular (rv) lead was fractured. Surgical intervention was undertaken. The physician opened the pocket and cut the rv lead. The device was then reprogrammed to left ventricular (lv) only pacing. Extra systoles were noted to be coming in. The company representative contacted technical services (ts) and inquired if this would impact pacing. Ts discussed that all timing is rv based and with the absence of an rv lead, the device is still looking for possible inhibition of lv pacing, which, could trigger a backup rv pace. Due to the rv lead being cut, no pacing would occur. Ts discussed the option of turning lv sensing off and discussed additional potential programming options to discontinue tachycardia therapy due to the patient condition as the patient is very sick and expected to expire soon due to their condition. No additional adverse patient effects were reported. A portion of the lead was surgically abandoned and the cut portion is not expected to be returned. If pertinent information is provided in the future, a supplemental report will be submitted.